Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported an insulin occlusion alert while experiencing hyperglycemia with a bg of 308 mg/dl after a recent supply change. The user completed a full supply change and bg returned to range. No ems or hospitalization was required.